Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A patient experiencing ineffective stimulation was reported to abbott. An impedance check was done and showed one lead with all high impedances. It is unknown if the lead was fractured or had migrated. The patient underwent a surgical procedure on (B)(6) 2020 where two leads and an extension were replaced. There were no complications during the procedure and effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-48987. It was reported that the patient has ineffective therapy due to high impedances on one scs lead. In turn, the patient underwent surgical intervention to replace the leads to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.